Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint bio ID scanner was not working and failed recognize fingerprints. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that biometric identifier (bio ID) failed with an error message, not supported. A field service engineer (fse) replaced the bio metric identifier device and upgraded the required .bat files, after which hardware test supplication (hta) passed and functionality was restored. The system functioned as intended after the field service engineer repaired the device.